Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned for evaluation and images were provided for review. Per the reported event, the physician had never used a recovery cone for filter retrievals. In his attempt to retrieve the filter, he pushed the filter almost sideways into the renals and the filter is now almost sideways.

Event description:
It was reported that during a scheduled retrieval of the vena cava filter, the filter could not be retrieved due to the technique used by the performing physician during the attempted retrieval. The vena cava filter remains implanted and is scheduled for another attempt to have the filter removed. There is no reported patient injury.